Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site and was prescribed oral antibiotics (dates not reported). Subsequently on (B)(6) 2015,the patient underwent revision surgery; the abutment was removed and a magnet was placed. The implanted device remains.